Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2018-01357 and 2134265-2018-01358. It was reported that automatic pullback failure occurred. A 120v ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to view the target lesion. During the procedure, pullback was performed, however, pullback failed. A message "pdaq error=motor overload" was displayed. No patient complications were reported.

Manufacturer narrative:
Updated: device avail. For eval?, returned to MFR. On, device returned to MFR.?, device evaluated by MFR.?, eval summary attached, method codes, result codes and conclusion codes. Device evaluated by MFR: the device was returned for evaluation. Device analysis revealed that the unit meets specifications for mdu-5 plus qc functional test. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Same case as: 2134265-2018-01357 and 2134265-2018-01358. It was reported that automatic pullback failure occurred. A 120v ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to view the target lesion. During the procedure, pullback was performed, however, pullback failed. A message "pdaq error=motor overload" was displayed. No patient complications were reported.